Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm was confirmed via analysis of the submitted log files. The log file downloaded from the heartmate 3 system controller serial number hsc-521899, captured a driveline power fault alarm on 21jun2026 and 22jun2026. The onset of this alarm was not captured. There were no other notable events or alarms captured in the log file. Log files were also submitted from the controller used after the controller and modular cable exchange (serial number hsc-522038). There were no driveline power fault alarms captured following the controller and modular cable exchange. The new modular cable and controller appeared to operate as intended. The heartmate modular cable (lot number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the observed driveline power fault alarm could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿¿¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the modular cable could not be reviewed as the lot number of the modular cable was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm after having a system controller and modular cable exchange the week prior due to green drainage coming from the black bend relief with no alarms at the time. The patient's international normalized ration (inr) was too low to do any controller exchange or driveline disconnects. The patient was admitted and log files were submitted for review. The event log file recorded a driveline power fault on 21jun2026 that was associated with a (f4) pwr_a_broken controller fault flag. The motor function was not affected by the event. The log files were submitted for review after modular cable and system controller exchange. The event log file contained just a couple of events after the exchange, and the data captured no unusual events. The log file data suggested that the system was functioning as intended.